Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, on approximately the 7th firing of the device, the knife blade fired fully and staples deployed but the knife blade would not return. The reverse button would not move/return the blade. A new battery was inserted in to the device and this did not resolve the issue. The manual override was then deployed which did solve the issue. A replacement like device was then opened. There was nothing unusual reported about the patient/tissue state. Replacement device opened. Was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? None reported.